Event description:
It was reported that the aws powered down while imaging a patient. It was determined that they were getting database errors. The reclamation settings were adjusted and the system rebooted. After this, the system was working as intended.